Event description:
The patient presented in clinic after feeling unwell. Upon interrogation, the device was found to be in back up mode. Technical support was contacted and attempted to restore the device, however, was unable. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup mode was confirmed. As received, the device was in backup mode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in an elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.